Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge fse was sent to evaluate the issue and fse replaced the touchscreen assembly, and the unit was working according to the specifications. The failure analysis and testing dept. Received part with a reported unit failure of a touch sensor abnormality. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. Found the touchscreen to be unresponsive to touch and low brightness. Possible cause is component reliability.

Event description:
It was reported by customer routine check that the cardiosave intra-aortic balloon pump (iabp) unit had touch sensor error. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.